Event description:
The consumer reported the patient had a stroke today. It was stated that it was unknown if it was related to the device or therapy. It was noted that the patient had seen a lot of doctors and didn't know who was going to be ordering the magnetic resonance imaging (MRI). Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.